Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales representative reported: "ripped. Put in infected field and was gone in two weeks due to infection. A suture was pulled through the mesh which caused a tear in the gentrix piece. The mesh was placed in a technically defined infected field, which resulted in the infection eating the mesh away. The doctor stated that the necrotic tissue around the hernia indicated that it is technically defined as an infected field. As the sales representative, I informed him of what could happen if he put the mesh in an infected field. He used two pieces of gentrix and both pieces of the mesh were destroyed due to infected field." Additional information received from the sales representative: when (during the surgery at the time of implantation or after the surgery) and where did the tear happen in the device? "Tear occurred while sewing mesh in during surgery." How did the surgeon verify the device was eaten away? Was a revision surgery performed on patient? "Revision surgery was performed about 2 weeks later." Which hernia type was the patient being treated for? "Umbilical hernia in an infected field" any concomitant products, or therapies used? "No." Patient medical history/ comorbidities prior to device implant. "Unknown." Patient prior surgical history. "Unknown." Has the hcp used acell devices before? "No." The complaint description mentions two pieces of gentrix was used. Does it mean two gentrix devices with different serial numbers were used. If yes, please provide the serial number or/and lot number for the second device. If not, please explain exactly what does ¿two pieces¿ mean? "They used two pieces of mesh on top of each other." The complaint description mentions that the device was put in an infection field. Was the infection being treated with other medications before or at the time of gentrix implant? If yes, what medication was the patient treated with? "Unknown. Was called during the case to ask about how to use the device. The surgeon was informed that he should treat the infection before inserting the device. But the surgeon thought it necessary to use the mesh during the surgery."

Event description:
N/a

Manufacturer narrative:
The gentrix matrix ((B)(4)) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. It was indicated that the surgeon has not used acell devices before. One reason for the suture pull-through could be that the right suture/ needle combination was not selected. Acell devices are biological products and are more pliable than synthetic devices. With more experience, the surgeon are able to select the right combination of type and size of the suture for the type of the wound and also use the right bite depth and suturing technique based on the device to ensure there is no suture pull-through during device implantation. Furthermore, it is stated that the surgeon used 2 acell devices on top of each other. Device ID, lot number and serial number of the second device is not known. It is also not known whether the second device also had suture-pull through at the time of implant. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.